Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection no issues were found that would be related to the reported event. The erbe was tested using a well-known system and the unit powered on and displayed error c-34 on multiple attempts. The unit is an original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34, c-48, m-11 and c-53. These errors can be resolved through troubleshooting or replacement of the generator. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the erbe was replaced during the procedure to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive received the following additional information via follow up: the erbe was replaced during the procedure to resolve the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-11, c-30, and m-18. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe was producing m-11 and c-30 errors. The customer power cycled the system, with no change. It is unknown if the issue was resolved and/or if the erbe became non-functional and an external generator was used. The procedure was completed with no reports of patient injury.